Event description:
On (B)(6)2012, it was reported that the patient would be seen in clinic that day. It was later reported that there will be no further information provided regarding this patient. The nurse stated that a revision surgery is not currently planned and the surgeon does not intend to see the patient. X-rays will not be sent to the manufacturer for review. A battery life calculation was performed which showed 10.29 years remaining until eri=yes.

Event description:
On (B)(6) 2012, it was reported that the vns patient had not had any diagnostics performed for two years and the patient told them that his device had been switched off as he was unable to tolerate it. The patient's device was checked on (B)(6) 2012 prior to an MRI and they wanted to turn the device back on. Upon interrogation it was found that the patient was actually at settings of output=1ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=1.25ma and had been at those settings for the two year period. The patient had been tolerating it fine. A system diagnostics test was performed, which showed high impedance; dcdc=5. Normal mode diagnostics revealed a dcdc of 4 and lead impedance of ok. However, there was some uncertainty as to whether or not it was really the normal mode diagnostics test that was showing high impedance and the system showing "ok" lead impedance. The patient confirmed that he has experienced several neck and chest injuries over the past two years due to the nature of his seizures, but other than that there was no definite event known to have caused the problem. X-rays were taken and reviewed by the physician. The physician thinks there could be a discontinuity but stated it was hard to tell. The patient was referred for surgery and the device was disabled. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.